Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 06apr2019. Philips field service engineer (fse) confirmed unit not working on battery power. Resolution and disposition: the (fse) reseated the video graphic array (vga) and checked cables replaced battery external and power supply, unit passed all performance tests and is ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 26may2019. A power supply was return for analysis. A visual inspections of the power supply revealed evidence of accumulation of dust on the power supply. The returned power supply was installed into the failure investigation (fi) test ventilator and the fi technician attempted to duplicate the reported failure battery will not charge. The power supply passed all tests administered by the fi technician. The power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports battery is not holding charge. No patient/user harm reported. Event date not specified; estimate used.